Event description:
Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. An implant card was received which confirmed that both generator and lead were replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested prior to replacement surgery on (B)(6) 2014 and diagnostic results revealed high lead impedance. The patient¿s generator was replaced and the lead was revised. Subsequent diagnostic results showed lead impedance within normal limits. The explanted generator has been returned to the manufacturer where analysis is currently underway.